Manufacturer narrative:
While it is unk if the aquasil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for eval and the lot number was not provided for retained prod testing and/or DHR review.

Event description:
It was reported that a pt developed swelling of the lip the night following use of aquasil ultra. The pt also reported experiencing a reaction each time aquasil was used in five or six occasions over a period spanning three yrs prior to this event. The pt consulted a dermatologist who diagnosed the symptoms as autoimmune response. Further testing is scheduled; no intervention was required.